Event description:
It was reported that the patient had a very severe allergic reaction to the morphine. The patient had spent five days in the hospital. They couldn't get all of the morphine out of the catheter because the patient also had a spinal fluid leak. Dilaudid had been placed in the pump while there was still some morphine running through the catheter. At the time of report, the morphine had been "draining out over ten days." It was noted that the patient had many medical complications, such as two blood coagulation disorders, and always ends up in the emergency room. At the time of report, the patient was taking about ten medications and was having "liver problems." It was stated that after the dilaudid gets regulated, baclofen would be added to the pump. Eleven days later, it was reported that the patient had experienced a headache and dizziness in relation to the cerebrospinal fluid leak. It was stated that there had been no hospitalization due to the event.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).